Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) has requested for the complaint device to be returned for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that an opt318 optiflow junior nasal cannula was found damaged during patient use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). Method: the complaint opt318 optiflow junior nasal cannula was received at our fisher & paykel healthcare (f&p) regional office in china where it was visually inspected by a trained f&p service technician. Our investigation is thus based on the information provided by the customer, previous similar investigations, and our knowledge of the product. Results: visual inspection of the provided photographs revealed that the tubing of the opt318 optiflow junior nasal cannula was observed to be torn in half, confirming the reported fault. Conclusion: our investigation was unable to determine the exact cause of the observed damage to the opt318 optiflow junior nasal cannula. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula tube joint, as well as the swivel grip joint, if there are any failures the entire batch is put aside for further investigation. The subject opt318 optiflow junior nasal cannula would have met the required specifications at the time of release. The user instructions which accompany the opt318 optiflow junior nasal cannula show in pictorial format the correct placement and fitting of the cannula, and provide the following warnings: - "ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. Under excessive load, the cannula may disconnect to prevent forces being transferred to the patient." - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube."

Event description:
A distributor reported on behalf of a healthcare facility in china that an opt318 optiflow junior nasal cannula was found damaged during patient use. There was no reported patient consequence.